Event description:
Reportable based on analysis completed on (B)(6)-2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a no cross occurred. Vascular access was gained via the femoral artery. The 95% stenosed target lesion was located in the left anterior descending artery. A taxus element mr 38mm x 2.75mm stent delivery system failed to cross the target lesion. The taxus element stent delivery system was removed. No patient complications were reported and the patient's status is stable. However returned analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Struts on the first three rows from the proximal end were severely misaligned and stretched proximally. Struts were misaligned in several areas along the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).